Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : not returned to the manufacturer.

Event description:
It was reported by counsel that patient underwent right tha on (B)(6) 2016, and was implanted with an lfit v40 femoral head and an accolade ii hip stem. He was revised on (B)(6) 2021, due to pain, elevated chromium and cobalt levels and trunnionosis.